Event description:
It was reported to philips that he system's orientation switch button was missing, preventing the c-arm movements from reversing. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.